Event description:
The customer contacted physio-control to report that their device had lost configuration following a coin-cell battery replacement. There was no patient use associated with the reported event. Upon examination of the device, physio observed that the unit would not complete the boot-up cycle and, as a result, would not be able to provide defibrillation, if necessary.

Manufacturer narrative:
Physio-control further evaluated the removed user interface and system controller pcb assemblies in the failure analysis center. The cause of the reported failure was determined to be the system controller pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the failure. Physio the replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.